Event description:
The six hex head pan style screws securing the plate upon which the x/y detector adjustment plate attaches to the lift angle brackets were loose. No patient was involved. No injuries were reported.